Event description:
A customer contacted beckman coulter inc., (bec), stating that the unicel dxc 600 pro synchron clinical system generated false high sodium (na) and chloride (cl) results. These results were reported out of the lab. When physicians questioned results, the samples were rerun on a different instrument in the lab, and results amended. Multiple attempts were made to obtain how many patients were affected and actual results, but the customer has not provided. Unknown if treatment was initiated or withheld based upon the results reported.

Manufacturer narrative:
Na qc on the day of the event was within lab-established ranges. Cl qc on the day of the event was within lab-established ranges, but one level recovered low outside range at one time during the day. A field service engineer (fse) evaluated the instrument, but could find no issues. Ion selective electrode (ise) testing was performed and passed specifications. Root cause of this event is unknown.